Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found open with no syringe attached to it, and the balloon was not inflated. The advancer tube was returned in manufacturing position. The sealant was displaced distally from its manufacturing position. Due to this finding, the image of the device as received in the decontamination lab was reviewed. The sealant was received in manufacturing position by the decontamination lab, therefore it could be concluded that an inadequate deployment activation occurred during the decontamination lab handling and/or the shipping of the device to the cordis analysis lab. Additionally, the sealant sleeves were not retracted from manufacturing position with no catheter sheath introducer (csi) returned for this evaluation. A microscopic analysis from the balloon¿s surface was executed the presence of a completely burst condition was noted. A functional analysis could not be executed for an inflation/ deflation mechanism evaluation due to the burst condition observed on the balloon of the unit, during the microscopic analysis. Based on the information provided, the condition of the returned device, and the investigation performed, the reported failure as balloon ~ balloon loss of pressure at prep was confirmed, due to the conditions observed on the balloon. The exact cause of this incident could not be determined from the information provided. Handling factors during prep and/or device storage factors may have been contributing factors to the reported event. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.